Manufacturer narrative:
Tech found the head of the bed will not go down. Unable to repair on site. Switched out bed. Repair not yet complete.

Event description:
Info alleged that the head of bed will not go down. No injury reported.